Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: 03-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that an impedance anomaly was observed. Impedance testing found that electrodes #3 and #7 were 40000 ohms or greater. The patient¿s trial was continued while using the electrodes with normal impedances; removal of the lead and extension was planned for (B)(6) 2019 at the conclusion of the patient¿s trial. During the trial device removal and permanent implant on (B)(6) 2019, it was found that ¿normal results were only observed for the lead when the impedance was checked following removing the [extension].¿ an ¿unidentifiable liquid (disinfectant, saline solution, blood) infiltrated into one piece¿ of the extension and while an attempt was made to wipe it off, the attempt failed. It was noted the extension was cut for removal. The failed back surgery syndrome patient was alive with no injury at the time of report.

Manufacturer narrative:
Device evaluation: analysis of the extension found no significant anomalies; it was noted the extension body was cut through and segmented. If information is provided in the future, a supplemental report will be issued.